Manufacturer narrative:
(B)(4). D10: unknown head, #item unknown, #lot unknown. Therapy date: (B)(6) 2025. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a revised durom mom to osseoti cup w poly liner due to unknown reasons. Attempts have been made and all available information has been provided.

Manufacturer narrative:
Follow up report (B)(4). Updated: b4,b5,d2,d9,g1,g3,g6,h1,h2,h6 no product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. An x-ray was received. A single undated image assessed and unable to correlate the image with the allegation. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.